Manufacturer narrative:
Event occurred on an unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a hardware removal and open reduction internal fixation (orif) with an intramedullary nail was performed due to sub-trochanteric femur fracture. The patient originally underwent surgery for displaced femoral neck fracture on (B)(6) 2020. At that time, the patient was treated with a femoral neck system. Patient subsequently slipped and fell at home on (B)(6) 2020 and sustained a comminuted sub-trochanteric femur fracture. The fns hardware was removed and the patient was implanted with femoral recon nail. This report is for one (1) bolt for femoral neck system 95mm length-sterile. This is report 2 of 5 for (B)(4).